Event description:
It was further reported that the cause of death was arteriosclerotic cardiovascular disease. It is the opinion of the physician that this event is unrelated to the taxus express2 stent. Correction: it was previously reported that one 3.5x32mm taxus express2 stent was implanted in the left main artery, one 3.5x32mm taxus express2 stent was implanted in the proximal circumflex, and one 2.5x8mm taxus express2 stent implanted in the distal circumflex artery. However, the site has corrected the event such that one taxus express2 3.5x32mm stent was implanted in the left main extending into the proximal circumflex artery, and one taxus express2 2.5x8mm stent was implanted in the distal circumflex artery. So the patient had two stents implanted at the index procedure instead of three.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Manufacturer narrative:
(B) (4)

Event description:
(B) (4). Same case as MFR report #: 2134265-2010-01968, 2134265-2010-01969. It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient expired. Three target lesions were treated at the index procedure. The first was located in the left main, and was treated with placement of a 3.5x32mm taxus express2 stent resulting in less than or equal to 30% residual stenosis. Another lesion located in the proximal circumflex artery was treated with placement of a 3.5x32mm taxus express2 stent resulting in less than or equal to 30% residual stenosis. A 3rd lesion located in the distal circumflex artery was treated with placement of a 2.5x8mm taxus express2 stent resulting in less than or equal to 30% residual stenosis. Two other lesion located in the proximal right coronary artery and proximal left anterior descending coronary artery were not treated due to total occlusion. The patient was discharged 1 day later on aspirin and clopidogrel. At 859 days post index procedure, it was reported that the patient died at home. The cause of death was not reported. Additional information has been requested and is not available.